Event description:
It was reported the black stylus 2090xs installed on the 2090x programmer is less precise than the previous one. The hospital nurses regularly choose a wrong parameter in some programming fields or tests with this tool, because it selected the next value just above/below/on the right or on the left. They didn't experience any serious clinical consequence because of this, but they think that it could happen. They also say that it is not related to one specific programmer/stylus, but all new 2090x programmers with the black stylus have this behavior. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.